Event description:
It was reported that during an ent procedure, the microdebrider handpiece leaked saline. The procedure was completed with this handpiece, without causing a delay. There was no pt or user injury reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.